Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving less medication than intended. On an unspecified date, the device was programmed to deliver an unspecified medication at a rate of 60ml/hr with an unspecified volume to be infused. After the delivery was started, the nurse noted that the delivery was "slow." The device was removed clinical use. The therapy was resumed using a replacement device. There was no reported adverse patient effects. No medical interventions were necessary. During testing at the user facility, the device passed testing for delivery accuracy. Additionally, a review of the last programmed settings found the pump was programmed to deliver at a rate of 10ml/hr instead of the intended rate of 60ml/hr. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. A calibrated set was used for testing per the device release specifications.